Event description:
The manufacturer received information alleging that an alarm did not stop sounding. The patient's family stated that the portion between the circuit and humidifier chamber had been disconnected and there had been a delay in finding the disconnected portion, which had caused the patient condition to become worse. An ambulance was called as result of patient condition. The actual alarm that was being displayed was not able to be communicated. Resuscitation measures were taken at the time of the event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.